Event description:
As the perfusionist was connecting water lines to the cardiohelp oxygenator, the disposable unit became detached from the console. This stopped extracorporeal membrane oxygenation (ECMO) flow to the patient. When the perfusionist attempted to reattach to disposable to the console, there was no blood flow through the circuit, even though the console was showing an increase in revolutions per minute (rpms). After determining that there was no blood flow through the circuit, the disposable was loaded on to the hand crank, and hand cranking proceeded until the circuit (disposable and console) could be changed out.